Event description:
Medtronic received a report that the solitaire ab could not detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 5 mm and a 4.3 mm neck di ameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that an intermediate catheter was used, and the stent microcatheter was pre-installed in place. An echelon 10 microcatheter was used to deliver coils for embolization, forming a hoop of axium coil. The solitaire ab stent was partially deployed and filled sequentially. The embolism was dense, and the stent could not detach when it was ready for deployment. After replacing the detached device battery, it still could not detach. The solitaire ab was removed and replaced with a new product, completing the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f-115 intermediate catheter, a qc-5-15-3d axium coil, an echelon 10 microcatheter, and a solitaire sab-4-15 stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire ab could not detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 5 mm and a 4.3 mm neck di ameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that an intermediate catheter was used, and the stent microcatheter was pre-installed in place. An echelon 10 microcatheter was used to deliver coils for embolization, forming a hoop of axium coil. The solitaire ab stent was partially deployed and filled sequentially. The embolism was dense, and the stent could not detach when it was ready for deployment. After replacing the detached device battery, it still could not detach. The solitaire ab was removed and replaced with a new product, completing the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f-115 intermediate catheter, a qc-5-15-3d axium coil, an echelon 10 microcatheter, and a solitaire sab-4-15 stent. On 2025-aug-21 e1 (rep, hcp, for): additional information was received. The physician did not feel any resistance while delivering the stent. The aneurysm was located in the posterior communicating artery. The duration the stent was deployed prior to detachment is unknown, as this information could not be provided by the customer. The physician attempted to detach the stent three times using the detachment box; the box displayed as indicated in the IFU, and the cable polarity was set up correctly. The stent was not in a bend. After several unsuccessful attempts to detach the stent, the battery was replaced with a new one, but detachment was still unsuccessful. Throughout the attempts, the detachment box screen displayed 12v.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Solitaire ab is not approved in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Solitaire ab is not currently approved in the u.s. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.